Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming host module was replaced. The system was then tested and met all product specifications. The host module was received and a visual assessment of the returned sample revealed no obvious nonconformity. The returned host module was installed into a calibrated constellation hot bed and the issue could not be replicated. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The host module was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the screen display was distorted and as a result, the case could not be completed. The procedure was finished on a different day. Additional information was received indicating, during a during a retinal detachment surgery, in the right eye, the screen became uncontrollable and turned blue, the system was intentionally shut down by pressing the standby button. The system was rebooted, however, the screen retained white and software did not work. The vitreous procedure had been completed to some extent. As the fluid/air exchange portion of the case was already completed, the intraocular pressure was adjusted properly and the surgery was aborted. The following day, the patient underwent another procedure for laser treatment and silicone oil injection using a different system to complete the case.